Manufacturer narrative:
A distributor of stryker evaluated the device and verified the issue. The customer was advised to replace the battery. Proper device operation was observed through functional and performance testing and the device was returned to the customer.

Event description:
The customer contacted stryker to report that their device does not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
It was determined that the cause of the issue was a depleted battery.

Event description:
The customer contacted stryker to report that their device does not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.